Event description:
Initial info was reported by a physician to a sanofi aventis sales representative on 05-may -2010: the physician reported that while performing a skin cancer biopsy, she found a concrete like substance beneath the skin on a (B)(6) pt previously injected with poly-l-lactic acid (sculptra) [lot # and expiration date unk]. The physician stated that she was not the initial injector of poly-l-lactic acid and she could not recall the exact pt. No further info reported.